Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the remote control button(1) cracked, the objective lens unit dusty, the nozzle gluing missing, the insertion flexible tube (ift) lump/wave, the insertion flexible tube (ift) bump, the angle wire grinding, and the ccd module shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.